Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: visible moisture corrosion on display. "Up:" :down" and contrast buttons are under responsive. "Ok" button is unresponsive display is dim, gray. Audio bolus button cover missing, unable to test audio bolus button response from user input. Leak test failed due to leak from audio bolus button. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, moisture corrosion found on keypad flex cable and motor assembly. No moisture in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.